Event description:
Subsequent to filing of the initial medwatch report, additional information was received. Reportedly, after the proglide plunger was removed, the suture came out with the device on both proglide devices. No addition information was provided.

Manufacturer narrative:
Device codes: 2616 labeled. Internal file number - (B)(4). Corrections: MFR site - reg#. Device code 1562 was removed. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The other proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that puncture closures in unspecified vessels were attempted using two proglide devices relative to unspecified procedures. Reportedly, suture breaks occurred on both devices. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.